Manufacturer narrative:
Voluntary medwatch MDR report #: mw5168976.

Event description:
Voluntary medwatch form received notes that a patient passed away in their sleep. Device interrogation was reviewed by the physician and death was ruled out to not be device related. Device interrogation revealed ventricular noise reversion on the right ventricular (rv) lead. The noise occurred on the day the device was replaced. No further information was provided.